Manufacturer narrative:
Product event summary: the balloon catheter, afapro28, with lot number 58234, was returned and analyzed. Visual inspection of the balloon catheter showed the device was intact with no apparent issues. The balloon catheter failed the performance test because system notice 50005 "the safety system has detected fluid in the catheter and stopped the injection" appeared during the integrity test. The dissection test showed a kink on the guide wire lumen at 0.57 inch from the tip of the catheter. Pressure test showed a breach through the kink on the guide wire lumen. In conclusion, the balloon catheter failed the returned product inspection due to the kink and breach on the guide wire lumen. If information is provided in the future, a supplemental report will be issued.

Event description:
After a case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.